Event description:
It was reported that balloon rupture occured. A 12x2.50mm promus premier drug-eluting stent was advanced for treatment. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Used the first date of the month of the aware date as no event date was provided. A promus premier ous mr 12 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a port bond site, wire lumen and outer shaft polymer extrusion tear (approx.2mm in length) at a location 118cm distal to the distal end of the strain relief. A recommended 0.014 guidewire was introduced into the device to facilitate the functional testing. The guidewire loaded, but failed to load fully due to the tear at the port-bond/wire lumen/outer shaft polymer extrusion. The guidewire exited the device at the distal end of the tear site. Initial functional testing failed due to a leak at the port-bond/wire lumen/outer shaft polymer extrusion tear site. The polymer extrusion shaft was cut 2cm distal to the tear site by the investigator and an inflation aid (needle) was attached to functionally test the balloon. The balloon was inflated to rated burst pressure and the stent expanded successfully. The balloon could not maintain pressure due to the shaft dissection. The balloon deflated within deflation time specification. The inflation device was verified before and after use. No leaks or damage noted on the balloon. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occured. A 12x2.50mm promus premier drug-eluting stent was advanced for treatment. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.